Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mjh788, eh7835 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Evaluation: sixteen unopened samples of product code were returned for analysis. The complaint sample was not received. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, damages or suture breakage noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage post-op was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of multiple device issues captured in reports 2210968-2019-80260, 2210968-2019-80261, 2210968-2019-80262 and 2210968-2019-79792, 2210968-2019-79793, 2210968-2019-79794, 2210968-2019-79795, 2210968-2019-79796. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). The following additional information was obtained: thrombo-endarteriectomy using bovine patch reconstruction was performed. Intraop at least 2- 6.0.prolene sutures broke (not near needle) post-op (after about 2 hours) bleeding in reconstruction area occured. Patient had circulatory collapse, strong bleeding, ranimation was not necessary reconstruction with same like suture, suture again broke twice (again not in needle area), suture from new package was used to complete surgery post-op patient was in stable condition, wound healing successful, patient left hospital about 5 sutures were affected attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Lot number of all sutures with the reported issues note: the following medwatch has been submitted to report post-op breakage: 2210968-2019-80260; the following medwatches have been submitted to report intra-op breakage: 2210968-2019-80261, 2210968-2019-80263, 2210968-2019-80264.

Event description:
It was reported that the patient underwent thrombo-endarteriectomy using bovine patch reconstruction on an unknown date and suture was used. During the procedure, the suture broke, not near the needle. The procedure was completed with a like device. There were no reported patient consequences.